Event description:
It was reported that patient underwent total knee arthroplasty approximately thirty (30) years ago. A revision procedure has been indicated due to possible wear of the polyethylene tibial bearing; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.